Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that the drill bits are broken. This event did not occur during a procedure. This report is 1 of 2 complaint (B)(4).

Manufacturer narrative:
Device used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system. A review of the device history records was performed and no complaint related issues were found. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A manufacturing evaluation was performed. The investigation of the complained drill bit 310.284 shows that the tip is broken off. The articles were analyzed for conformance to print specifications as well as the device history record was researched; no abnormal findings were identified. The cross section surface shows no irregularities. Unfortunately we are not able to determine the exact cause which has led to this occurrence. It appears that too much mechanical force had been applied during the surgery. No product fault could be detected. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.